Event description:
It was reported that the device exhibited failure to interrogate and premature battery depletion and the device was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed, and premature depletion of battery was not confirmed. The device was received with no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range of operation. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.